Event description:
Healthcare professional reported right side "found the rupture during a lift surgery". Later, healthcare professional reported "severe animation deformity, and recurrence of the radial bands from tuberous deformity." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, one opening was assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "found the rupture during a lift surgery". Later, healthcare professional reported "severe animation deformity, and recurrence of the radial bands from tuberous deformity." Device has been explanted.